Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2016 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to this issue, investigation revealed cosmetic damage to the u-groove area of the pump casing; the clip was able to attach properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 09/22/2016.